Manufacturer narrative:
Patient 3 had coronary angiography and ultasonography performed in (B)(6) 2020. When the 10th sample was collected from patient 3, the patient was experiencing chest pains, but only remained in the hospital for the night. Results from a neighboring laboratory showed non elevated troponin levels and the chest pain was determined to be due to acid reflux.

Manufacturer narrative:
The reporter stated they had discrepant results for a 10th patient sample. This sample is from patient 3. This patient was in the emergency ward with chest pains. The patient had a virus infection. The patient is currently doing well. The sample was tested twice using the eighteen minute version of the troponin t assay, resulting with values of 52.9 ng/l and 52.0 ng/l. The sample was repeated twice using the nine minute version of the troponin t assay, resulting with values of 132 ng/l and 134 ng/l..

Manufacturer narrative:
Patient 3 is being treated for high blood pressure. This patient also earlier had hepatitis c that he is now free from. Otherwise, this patient is healthy. A sample from patient 3 was provided for investigation. The investigation was able to duplicate the results received by the customer. No "ctnt" could be detected in the sample and the sample did not contain evidence of the presence of a high molecular weight interferent (igg or igm). Medwatch field d11. Has been updated.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 9 patient samples collected from three different patients and tested with the elecsys troponin t hs assay. The results measured with the 18 minute application of the test did not match results measured with the 9 minute application of the same test. The reporter did not know which results were correct. Eight of the patient samples were tested using cobas 8000 e 801 module analyzer serial number (B)(4) (e 801 #1). One of the patient samples was tested using a second e 801 analyzer, serial number 1610-(B)(4)01 (e 801 #2). For samples 1 - 8, the customer reported the 9 minute application results outside of the laboratory. No results were reported outside of the laboratory for the 9th sample. Samples 3 - 9 were collected from the same patient (patient 3).